Event description:
It was reported that following a surgery the patient was intubated and sent to the ICU due issues with arachnoids and glottis swelling. The physician believed it was not device or procedure related and mentioned that it was due to poor health and anesthesia. The patient was reprogrammed with great coverage and was doing well postoperatively. No further action taken at this time.